Manufacturer narrative:
When nakanishi contacted the dentist for detailed information on september 12, 2017, nakanishi did not receive any information about patient during the telephone conversation. Nakanishi is scheduled to visit the dentist to obtain the information.

Event description:
On september 12, 2017, nakanishi received a phone call from a distributor about a handpiece overheating. Upon receipt of the information, nakanishi called the dentist to obtain detailed information. The information nakanishi received from the dentist is as follows. - the event occurred on (B)(6) 2017. - the dentist was performing a dental procedure using the handpiece z95l (serial (B)(4)). - during the procedure, the handpiece overheated and burned a patient.

Manufacturer narrative:
When nakanishi visited the dental office on (B)(4) 2017, the dentist refused to provide the patient's identifier, age and weight. Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi set a test bur in the handpiece and rotated it by hand as a simple movement test. The bur did not rotate at all. Therefore, nakanishi could not conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: the ball bearing on the cartridge side was broken and debris was on the bearing. The gear parts of the head gear and upper drive gear were damaged and debris is on the gears. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report # (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearing due to the ingress of undesirable materials into the bearing. A lack of maintenance causes the accumulation of dirt in the inside parts, which causes dirt ingress into the bearing during rotation, leading to the broken bearing. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance, as instructed in the operation manual.

Event description:
On (B)(4) 2017, nakanishi visited the dental office and received detailed information on the event, as follows. The event occurred on (B)(6) 2017. The procedure the dentist was performing at the time of the event was a formation of an upper right tooth. The patient was not under anesthesia. The handpiece suddenly started to make a clattering noise and overheated. The dentist found a burn injury about the size of a little finger tip on the patient's lower right lip. The dentist determined that no burn treatment was necessary.